Event description:
Per the clinic, the patient presented to the clinic on (b)(6) 2026, with infection and scalp erosion. Subsequently, the device was explanted on (b)(6) 2026. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.